Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned meter and test strips did meet all the testing performance specifications.the product system is functioning properly as intended. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 203, 211 and 267 mg/dl. The customer's expected fasting blood glucose test result range is 110-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 218 and 187 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 203mg/dl (B)(6) 2016 09:20 am fasting: yes; 182mg/dl (B)(6) 2016 06:48 am fasting: yes; 208mg/dl (B)(6) 2016 11:10 pm fasting: yes; 211mg/dl (B)(6) 2016 06:54 pm fasting: yes; 267mg/dl (B)(6) 2016 04:08 pm fasting: yes. Memory concerns: all results listed above.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 203, 211 and 267 mg/dl. The customer's expected fasting blood glucose test result range is 110-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 218 and 187 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).